Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event could not be confirmed. Only a metal handle offset cup impactor was received and nothing was cross-threaded on the end of it. Furthermore, the threads did not appear to be damaged and a cup simulant could be threaded on and off without issue. The weld adjoining the ratchet housing and the offset cup impactor body was nearly fractured all around. The weld adjoining the metal handle and oci body was fractured all around. There were many signs of wear observed throughout the complaint sample. There were some off-axis impactions and other deformities observed as well that are not consistent with intended use. The returned complaint sample was etched per applicable drawings. Review of production records did not reveal any discrepancies. In conclusion, the reported event is not confirmed. The observed fractures are attributed to wear and unintended use. No further investigation with regard to this complaint is required. Event notification was received 17-dec-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 15-jan-2020 which contained a fracture and met the viant reporting requirements. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the 56 trial liner was cross threaded on the inserter. No adverse events nor patient consequence were reported as a result of the malfunction.